Manufacturer narrative:
A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The subject dcs was returned for analysis. Analysis confirmed the reported event; rotation of the deployment knob did not retract the capsule, and bunching was observed on the capsule. Cines submitted by the account show the buckled or "crushed" capsule. These observations were consistent with capsule buckling events. Capsule buckling typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was only experienced when the valve was loaded incorrectly. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule was subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Cine images submitted by the account appeared to show a misloaded valve. A fluoroscopic load check was performed on the subject dcs as part of the analysis and it confirmed a paddle out of pocket mis load. Loading of the valve was a process in which the outcome was highly dependent on the operator experience and technique; the evolut instructions for use, contained instructions to use the integrated loading bath which featured a mirror to aid in accurate place ment of the tav frame paddles during loading. The user was instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement. The device was removed from the patient, and no adverse patient effects occurred as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was loaded onto this delivery catheter system (dcs) and a fluoroscopy confirmed a good load. During deployment it was noted that the implant depth was not accurate. During recapture of the valve, unusual tension was encountered. It was observed that the capsule was ¿crushed¿ and lost the ability to recapture the valve. The valve was unable to be recaptured, but was pulled back thru the vessels and removed. No adverse patient effects were reported.